Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The manufacturer has received the sample and will be evaluated. A supplemental will be submitted with evaluation results.

Event description:
It was reported the catheter did not work in suction mode, despite several attempts; therefore, it was necessary to remove it and replace it with another one. Additional information received on 10/30/2025: after the catheter was inserted, the implanter immediately performed the suction test, after the third attempt, the catheter was removed and replaced with a working one. The operator reports that after an initial resistance even in infusion, the catheter never worked in aspiration. The catheter was in place for about a minute prior to removal and did not cause a clinically significant delay in treatment.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The complaint of difficult aspiration was confirmed but the exact cause was unknown. The product returned for evaluation was one 4 fr groshong nxt clearvue catheter with its sherlock 3cg tip positioning system. The catheter was received with the stiffening stylet inlaid within the device. Microscopic examination of the valve cut was unremarkable, and the valve length was measured to be within specification. No potential cause for valve malfunction was observed during microscopic examination. Repeated functional flow tests of the catheter concluded that the groshong valve did not open for aspiration as intended. Infusion tests were successful but the catheter would not aspirate. Following initial valve aspiration testing, the valve was re-lubricated with silicone oil and additional aspiration testing confirmed aspiration. Because application of silicone lubricant established proper valve function, it is reasonable to conclude that a lack of lubricant contributed to the reported event. It is unknown if the lubricant applied during manufacture was affected by the clinical procedure or if the lubricant was affected prior to attempted device use. It should be noted that aspiration is not assured through the stylet flushing adaptor (flush only) and it was unknown if that was potentially a contributing factor in the alleged event. No further action is required because the reported event could not be related to a deficiency in product manufacture or deficiency while under correct product use. This complaint will be recorded for future trending and monitoring purposes.